Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause could not be determined with information available. Risk of the reported condition is addressed in (B)(4) under 10.1.4 "postoperative infection". If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The following sections could not be completed with the limited information provided. Pt age: ni. Date of event ¿ ni. Device code - ni. Expiration date - ni . Date implanted ¿ ni. Initial reporter - the article was written by gavin stormont, bs and daniel stormont, md, ms. Manufacture date ¿ ni.

Event description:
Information was received based on the journal article entitled "catastrophic failure of regenerex tibial components: a case series," which aimed to analyze short term metal failures in signature guided regenerex tibial components. The study retrospectively evaluated 44 knee arthroplasties utilizing the regenerex prosthesis. A patient was identified in the article that underwent knee arthroplasty on an unknown date utilizing the regenerex tibial component. The patient was removed from the study due to perioperative sepsis. There has been no further information provided and the patient outcome is unknown.